Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01502 0001825034-2024-01501 0001825034-2024-01503 proposed component code: mechanical (g04) ¿ head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: polyethylene liner wear of the left hip arthroplasty with slight eccentric femoral head position. There is eccentric lateral position of the femoral head reflecting polyethylene wear. A small amount of osteolysis is noted in gruen zone 1 of the femoral implant without implant loosening. There is a suspected healed fracture of the lesser trochanter. Bone quality is markedly osteopenic. The complaint cannot be confirmed as it is unknown why the patient is being considered for a revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient is being considered for a revision for unknown reasons.there is no additional information available at the time of this report.